Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 2 of 5. The home patient (hp) stated the supply bag fell and disconnected. Proper procedures per the user manual were reviewed with the hp. Product surveillance spoke to the hp regarding the report of a system error 2240 alarm. The hp stated he did not have the supply bag on the table securely. The set-up was discarded and therapy was restarted with new supplies. No patient injury or medical intervention was reported. The hp is continuing therapy on the cycler with no further issues. Proper procedures were reviewed with the patient.

Manufacturer narrative:
Suspect medical device, cell-dyn 3700sl analyzer, and cell-dyn 3700cs analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Abbott cell-dyn 3700 is a multi-parameter, automated hematology analyzer designed for in vitro diagnostic use in clinical laboratories. Cell-dyn 3700 customers have reported occurrences of visible fire and smoke from the analyzer. The cell-dyn 3700 system has a fuse located in the power supply unit above the power cord connector on the rear panel. The fuse is an essential part of the power distribution system and provides protection to the analyzer and components from damage or fire. The fuse should only be replaced with the following types of ampere-rating fuses, 4-amp t (slow-blow) fuse for 220-240 volt operation and 8-am t (slow-blow) fuse for 110-120 volt operation. Utilization of a fuse that does not match the voltage of operation, may lead to analyzer and component damage or fire. As of february 2009, there have been four power supply units returned for investigation. Two of the four units returned were identified to contain the incorrect fuse for the electrical configuration at the customer site, the other two were returned without a fuse. This issue would result in the instrument requiring field service repair, which could potentially delay the generation of patient results for approximately 24 hours. The occurrence of fire and / or smoke could potentially affect user safety. There have been no occurrences of impact to user safety that are related to this issue. A product correction has been issued and reported under 21cfr06 for the cell-dyn 3700 analyzer to the FDA on march 27, 2009.

Manufacturer narrative:
(B)(4). In addition to the expanded evaluation through correction and removal fa25aug2010 to include cell-dyn 3200 and cell-dyn 3500 systems, additional correction and removal fa27sep2010 is issued to include the cell-dyn 1700 system which also demonstrated the same issue of the incorrect power supply fuse. The root cause identified for this issue is installation of the incorrect fuse by either the customer or the field service representative. A product correction letter was sent to the customers along with the fuse label to be affixed to the back of the instrument instructing the customer to check if the fuse matches the voltage of operation and to install the correct fuse (provided in the accessory kit shipped with the analyzer) following replacement instructions provided in the letter. The customers are also instructed to order the correct fuse if it is not provided in the accessory kit.

Manufacturer narrative:
(B)(4). In addition to the expanded evaluation through correction and removal (B)(4) to include cell-dyn 1700 system, correction and removal (B)(4) is issued to include the cell-dyn 3000 system. A product correction letter and additional label, pn 9231344, will be sent to all active cell-dyn 3000 customers requesting that they affix the fuse label to the rear instrument panel. Customers will be also asked to check the fuse that is currently installed on their instrument. Updated sections of the operators manual were also sent to the cell-dyn 3000 customers. If the customer does not have the correct ampere rating matches the voltage of operation, the customer is instructed on replacing the fuse with the correct one provided in the accessory kit shipped with the cell-dyn analyzer. If the correct fuse is not available, the customer is instructed to contact the local field service representative in order to be provided with the correct fuse. The cell-dyn 3000 analyzer was retired as of (B)(6) 2010, therefore, no new customers are to be impacted.

Event description:
The plastic stem within the wing nut that connects the hudson large volume nebulizer to the time meter compressor became cracked and no longer provided an aerosol humidification. The oxygen bleed in 5 liters was still connected to the resident and was not affected by the breakage of the hudson humidifier bottle. Dates of use: 2009. Diagnosis or reason for use: chronic respiratory failure.

Manufacturer narrative:
(B)(4). An expanded investigation through correction and removal fa25aug2010 was conducted to evaluate this issue. The root cause identified for this issue is installation of the incorrect fuse by either the customer or the field service representative. A product information letter dated 20 april 2010 (re-enforcing the product correction letter previously sent on 27 march 2009) along with a label affixed to the back of the instrument instructing the customer to check if the fuse matches the voltage of operation that is currently being utilized with the customers cell-dyn 3700 analyzer. Since the fuse is a customer replaceable part, instructions were also provided to the customer to refer to the trouble shooting section in the operators manual for replacing an incorrect fuse (replacement fuses were provided in the accessory kit shipped with the cell-dyn system). In the event that the correct fuse is not included in the accessory kit, the customers are instructed to contact their local customer support representative in order for a replacement fuse to be provided to the customers.

Manufacturer narrative:
The investigation of the cell-dyn 3700 analyzer smoke and fire issue identified the root cause as the installation of an incorrect fuse (by either the customer or the field service representative) in the analyzer power supply when it is operated at 220/240 vac (volts alternating current), which may result in the possibility of smoke and fire. The cell-dyn 3700 operator's manual contains the electrical requirements and specific voltage settings for each system. There are also controls in place to reduce the risk of smoke and fire (over-current protection, fusing, safety icons and hazard warning labels). The following steps were put in place to correct this issue:a product information letter was issued on 20 march 2009 to emphasize to new customers to follow the instructions provided in the cell-dyn 3700 system operator's manual for fuse replacement. A field communication (product correction) was issued on 27 mar 2009 to all affected customers to ensure that the correct fuse was installed in the cell-dyn 3700 analyzers in the field. Manufacturing instructions were changed to remove the fuse prior to shipping of the product to reduce the risk of an incorrect fuse being installed. Instructions were provided to the field service personnel through an installation check list to verify that the correct fuse was installed during installation. Furthermore, the preventive maintenance procedure was changed to include a check that the correct fuse was installed.